Manufacturer narrative:
Device common name: instrumentation for clinical multiplex test systems a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reporting noisy curves, for flu a/b on assay 445011, giving false results. Does the customer always check the curves? Yes. Were patient samples involved? Yes. Were any erroneous results reported to the clinician? No. If yes, was there any negative impact on the patient? Na.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument, false results were acquired on patient samples. There was no patient impact. The following information was provided by the initial reporter: "customer reporting noisy curves, for flu a/b on assay 445011, giving false results. Does the customer always check the curves? - yes. Were patient samples involved? - yes. Were any erroneous results reported to the clinician? - no if yes, was there any negative impact on the patient? - na".

Manufacturer narrative:
Investigation summary. The complaint alleges the bd max instrument (catalog number 441916 and serial number (B)(6)) had an "false positive" error. Customer reported that they have noisy curves on lanes 4, 8, and 12 on both side for flu a/b assay. Customer reported that these curves would lead to false positive results. Field service was dispatched. Field service replaced pump #4. Instrument was returned to the customer functional. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or a failure at install. Device was installed on (B)(6) 2021, and since then other service activities have occurred, such as preventative maintenance and repair, which have changed the configuration of the instrument since release from manufacturing. Service history review was performed for the instrument (B)(6) and in (B)(6) 2021, the instrument experience unusual curves on lane correlating to pump #4. Field service cleaned and verified pump #4 connection. Samples were not returned for investigation, therefore returned sample analysis is not performed. Root cause cannot be determined with the information provided. Complaint is confirmed by field service during dispatch. Review of risk management files confirms there are no new, modified, or additional risks associated with this failure mode. Bd quality will continue to monitor trends associated with this failure mode.